Manufacturer narrative:
(B)(4). Multiple attempts to obtain additional information have been unsuccessful. It was reported product would be returned for analysis; however, product has not been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, a cashmere coil (src14092220/ p10917) detached before the target arteriovenous malformation. Part of the coil is in the carotid artery, and is technically impossible to remove. The patient is under antiplatelet drug therapy with close neurological monitoring for at least 3 months.

Manufacturer narrative:
It was confirmed that the device was not returned by the customer on 8/29/2016. Three attempts to obtain additional information and product return were unsuccessful. If additional information is provided at a later date, a supplemental MDR report will be submitted to report that information. Conclusion: as reported by a healthcare professional, a cashmere coil (src14092220/ p10917) detached before the target arteriovenous malformation. Part of the coil is in the carotid artery, and is technically impossible to remove. The patient is under antiplatelet drug therapy with close neurological monitoring for at least 3 months. Multiple attempts to obtain additional information as well as product return for analysis were unsuccessful. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The coil detachment that remained in the patient vasculature could not be confirmed without product return for analysis or procedure films for review. Very limited information could be obtained; therefore, the root cause of the event could not be determined. There was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Three attempts to obtain additional information were unsuccessful. It was reported that the device would be returned for analysis; however, the device has not yet been returned. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.